Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that when delivering a 14 j shock while implanting a new implantable cardioverter defibrillator (ICD), a code 1004 was observed, indicating a short circuit condition. As a result, this right ventricular (rv) lead was surgically abandoned and successfully replaced with a new lead. Other than the intervention no additional adverse patient effects were reported.